Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was inserted in the jugular and after 7 days we noticed that a micro crack appeared on the catheter. As a result, the catheter was exchanged.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the catheter leaking was confirmed. One 3-l, 7 fr, 16 cm catheter was returned for evaluation. Upon visual examination of the returned catheter there is adhesive residue on the extension lines. There is also biological material in the distal extension line and on the catheter body. The catheter body measures 167 mm from the bottom of the juncture hub to the distal tip. This is within specification of 157- 177 mm per guide wire graphic. Functional testing was performed using a lab inventory 10 ml luer-lock syringe filled with water to flush each extension line. When the proximal extension line was flushed, there was a leak observed in the extension line near the juncture hub. There was no issue flushing the distal and medial extension lines. Under microscopic inspection the damage, similar to a cut, observed in the proximal extension line is 1 cm from the top of the juncture hub. There are striated marks observed at the site of the leak that are consistent with the extension line being cut by a sharp instrument. The instructions for use direct the user to prepare the catheter for insertion by flushing each lumen. The device history records were reviewed with no evidence to suggest a manufacturing related cause. Other remarks: based upon when the defect was observed (after placement) and the condition of the returned sample, the probable cause is operational context caused or contributed to this event. No further action will be taken.